Manufacturer narrative:
(B)(4). Date sent: 04/23/2025. D4: batch #179d25. Additional information was requested, and the following was obtained: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. - how was the bleeding controlled? Compression. - how much blood was lost (ml)? No. - did the patient require a transfusion? No. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three reloads present. The gst60w reload (b) was received unfired. The gst60w reload (c) was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The ecr60w reload (d) was received partially fired 1/16 with the reload pan partially dislodged from the left distal side. In addition, 1 single driver missing, 2 double drivers missing, and 3 double drivers out of position, making the reload non-functional. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The device was tested for functionality in the straight position with a returned reload (b and c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. A manufacturing record evaluation was performed for the finished device batch number 179d25, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Oozing ((B)(4)). It was reported that during an esophageal procedure, after fired, the staple line and cut line are both complete. Noted oozing. Changed another to continue the surgery, the same problem happened again. There were no adverse consequences to the patient. No additional information could be provided.